Event description:
It was reported that guidewire tip detachment occurred. The stenosed target lesion was located in the pulmonary artery. A .018/260cm platinum plus guidewire was selected for use. However, during the removal of cardiomems implant sheath, the proximal tip of the wire broke off and was left in the pulmonary artery. The physician decided not to retrieve the detached wire. The procedure was completed with no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The wire returned was inspected and it is possible to observe the core wire was detached at the distal tip. The outer dimension dimensions were found within specification.

Event description:
It was reported that guidewire tip detachment occurred. The stenosed target lesion was located in the pulmonary artery. A .018/260cm platinum plus guidewire was selected for use. However, during the removal of cardiomems implant sheath, the proximal tip of the wire broke off and was left in the pulmonary artery. The physician decided not to retrieve the detached wire. The procedure was completed with no patient complications reported and the patient was stable.